Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed damage/hole in the patient pack. This affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. Concomitant medical products: w4tr01 defibrillator, 5076-52 lead, 439888 lead and 5076-5 lead, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) patient pack was returned because it had a hole. The pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.